Event description:
A report was received that patient had been experiencing inadequate therapy. The physician decided to revise the lead. During the revision, while repositioning the lead, the physician noticed that a contact had dislodged from the lead. The contact remains in the patient's body as it could not be recovered. The lead was explanted and a new one was implanted.

Manufacturer narrative:
Device analysis confirmed the complaint. Visual inspection revealed that electrode # 1 is partially dislodged and missing electrode #7 from paddle end of lead. The cause of the dislodgement and missing electrode are unknown. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient had been experiencing inadequate therapy. The physician decided to revise the lead. During the revision, while repositioning the lead, the physician noticed that a contact had dislodged from the lead. The contact remains in the patient's body as it could not be recovered. The lead was explanted and a new one was implanted.